Event description:
Discordant advia centaur cp troponin ultra results were obtained on three pt samples. The samples were retested before they were reported to the physician(s). There was no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to residue build up noticed around the rinse block. The fse replaced the rinse block. The system was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to residue build up noticed around the rinse block. The fse replaced the rinse block. The system was repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur cp troponin ultra results were obtained on three pt samples. The samples were retested before they were reported to the physician(s). There was no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur cp troponin ultra results were obtained on three pt samples. The samples were retested before they were reported to the physician(s). There was no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to residue build up noticed around the rinse block. The fse replaced the rinse block. The system was repaired. The instrument is performing within specifications. No further eval of the device is required.